Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: the syringes do not meet the conditions for safe use because they contain inside the piston small particles "plastic", which is visible after drawing liquid into the syringe.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: the syringes do not meet the conditions for safe use because they contain inside the piston small particles "plastic", which is visible after drawing liquid into the syringe.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with samples or photos for catalog 300296 lot 1905105 to investigate for this record. Due to the global pandemic, samples may be delayed in delivery to the manufacturing sites. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.